Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that at first the patient noticed something was not right a month after the implant, and an x-ray in (B)(6) confirmed the leads were dislodged. The patient was scheduled for surgery on (B)(6) 2013 to fix the leads.

Event description:
It was reported that the leads migrated, stimulation was in the wrong location, and there was a loss of stimulation/therapeutic effect. The patient reportedly did not receive stimulation into her back, which was one area she needed covered. An x-ray revealed that both leads migrated. It was stated that both leads had been positioned at the bottom of t6 vertebra at time of surgery. An x-ray showed one lead at t7 vertebra and the other at t8-9 vertebrae. It was noted that the patient will be undergoing a lead revision to reposition the leads to the appropriate level. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n331050, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was later reported that the patient underwent lead replacement on (B)(6), 2013. She was seen for a post-operative follow-up appointment and had appropriate stimulation, with only very minor rib stimulation on the left side.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead.

Manufacturer narrative:
Other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n331050, implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
Additional information was received from the patient on 2017-03-20. The patient reported that her leads weren¿t working. The patient reported that the leads were replaced and at the same time the neurostimulator (ins) was moved deeper into the pocket. The patient reported that the ins revision was done not due to an issue but she thought the healthcare provider (hcp) thought it was too close to the surface. The patient reported that since that time, she had to stand to recharge. No further complications anticipated.